Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. Per the instructions for use (IFU), pericardial effusion is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication an edwards product malfunction contributed to this adverse event. Investigation results suggest it may be due patient factors not provided and/or due to the mechanisms described above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the system became kinked, so the team was unable to advance the system further. The entire system with valve was removed and a new delivery system and valve were prepped and deployed successfully. After the valve was deployed, during the angiography, it was noticed there was a visible halo on x-ray. Echo was performed and an effusion was noted. The team attempted pericardiocentesis but ultimately the patient needed pericardial window to control the effusion. The physician noted that wire position had 'not felt right' even before deployment of the valve and surgeon was able to visualize puncture in ventricle during the pericardial window. The patient tolerated the surgical intervention and was transferred to ICU in stable condition.